Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of hospitalized low blood glucose of 43 mg/dl. The customer stated that he lost conscience and was in a car accident. The customer also had low reading of 53 mg/dl and was treated with food and glucose tablets. The customer reported high reading of 374 mg/dl. The customer declined to troubleshoot for high readings. The customer reported drive support cap to appear normal. The insulin pump was not returned for analysis.